Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient using a new battery, the electrocardiography in the hospital ward showed only intrinsic rhythm without delivery of pacing by the epg on the same day. Therefore, the epg was inspected, and as a result of that, its non-operational state including the low battery indicator was confirmed. Because the epg started to operate normally after replacing the battery with a fresh one, the epg was kept in use as it was without further issues until an implantable pulse generator (ipg) implant procedure was performed one week later. The epg is still in use at the hospital. No patient complications have been reported as a result of this event.